Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl at an unknown concentration and dose. It was reported on (B)(6) 2014, a family member of the patient stated the patient was nauseous, vomiting, and sweating and had symptoms currently. On (B)(6) 2017, the caller stated they were aware the patient was due to reach his low reservoir volume and stated the patient started single beeping at 2:20am that morning. The caller stated the patient¿s previous physician was no longer treating the patient due to licensing issues and had experienced a lot of issues trying to find another health care provider (hcp). The caller stated they called the suggest hcps when the prior hcp had issues with his license being revoked. The beeping sound was consistent with pump alarms. The family member stated the patient was going to follow-up with their primary care provider. Information was received from a healthcare provider (hcp) and from a manufacturer¿s representative regarding a patient who was receiving an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient¿s pump had an empty reservoir alarm sounding. The manufacturer¿s representative noted that the patient had not been getting drug since (B)(6) 2017. The hcp was attempting to stop the pump alarm by turning off the pump until the patient¿s pump was explanted on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.